Event description:
It was reported that patient presented in clinic for follow-up. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. Patient was stable.